Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a duodenal stenting procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was treatment for a stricture associated with a malignancy. The stricture was located at the lower end of the duodenum and was 5cm in length. The patient anatomy was not noted to be tortuous. During the procedure, a bsc guidewire was positioned across the stricture. The physician encountered some resistance when advancing the stent system over the guidewire. The stent system crossed the stricture and was positioned at the desired location. However, when the physician attempted to deploy the stent, significant resistance was encountered and the stent failed to deploy. The physician repositioned the stent and again attempted to deployment but the stent failed to deploy at all from the delivery system. The stent system was removed from the patient. No visible issues were noticed to the device. The procedure was completed successfully with a wallflex enteral duodenal stent system of a different size along with the same guidewire. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Based on the device analysis, which indicates that the stent was partially deployed and the outer sheath was broken, this is now considered a reportable event.

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. A visual examination of the returned device found that the stent was partially deployed by approximately 20mm. Contrast media was present within the distal end of the outer sheath. The distal handle was detached from the outer sheath. The outer was detached at approximately 10mm distal to the proximal end of the outer sheath. In addition, the outer sheath was torn but still intact at approximately 20mm distal to the proximal end of the outer sheath. The outer sheath was slightly kinked and accordioned at approximately 130mm distal to the proximal end of outer sheath. The stainless steel shaft was kinked at approximately 30mm and 135mm distal to the distal end of the proximal hub handle. During a functional analysis, a 0.035 inch guidewire was inserted through the tip of the device. Resistance was met when passing the guidewire at the point where the stainless steel shaft was kinked. During a second functional analysis, it was not possible to retract the outer sheath to deploy the stent. The shaft was dissected proximal to the stent and the inner lumen and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner lumen. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the most probable root cause classification is operational context. This is defined as the complaint is associated with a device that meets the design and manufacture specification but the performance of the device was limited likely due to anatomical/procedural factors encountered during the procedure.